Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. Performance data collected from the device showed eri (elective replacement indicator) due to high battery impedance.

Event description:
It was reported that the device had possible premature battery depletion and had elective replacement indication. The device was removed and replaced by a new device. No patient complications were reported as a result of this event.